Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system triggered an alert for right ventricular automatic threshold (rvat) detected as greater than programmed or suspended. Technical services reviewed device data, and discussed that the most recent rvat test shows loss of capture around 2.0 v. The programmed output in the rv was set to 2.0 v, which does not provide a safety margin. Technical services discussed performing additional tests to verify the results. It was noted the physician planned to perform additional testing during the patient's next follow-up visit. It was also noted minute ventilation was programmed off as the patient is pacer dependent. At this time, this pacemaker remains in service and there were no adverse patient effects reported.